Manufacturer narrative:
The unit was received with a blank display due to a corroded electronic assembly. Analysis was unable to test for a back light anomaly, the displacement test, and unresponsive buttons due to a blank display. However, the unit had moisture on the keypad. Corrosion was also found on the motor assembly. The unit had cracked battery tube threads, a cracked reservoir tube lip, a minor scratched lcd window, and a cracked case at the display window corners. (B)(4)

Event description:
The customer called in to report a no delivery alarm and a keypad anomaly due to dropping the insulin pump in the bathtub. The customer's blood glucose level was 6.5 mmol/l. The customer performed the self-test and it passed. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.